Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she has experiencing low blood glucose of 42 mg/dl, treated with food. Customer believes insulin continues to drip after she primes the device. Customer has been going low for a week or two. Similar event occurred a year ago. She later stated issues started two months ago and recent blood glucose has been for two days. Troubleshooting was performed and no anomaly was found. Customer was advised to monitor the device. Customer is not returning the device for analysis.